Event description:
Customer reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided guidance for resetting the pump, and the customer was able to successfully start a new sensor session without encountering the error again.